Manufacturer narrative:
It was reported that the patient was experiencing power switching. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal occurrences of power switching involving (B)(4) during the reported event date. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. The battery was able to adequate provide power to a controller and did not experience a premature power switching event during testing. No failure detected; the reported event could not be duplicated during the analysis of the battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(6). Please note that this analysis is prolonged as the battery has not been received at the heartware - (B)(4) or in (B)(4). Due to iata and dot regulations changes the transportation of lithium batteries are via cargo ship. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the charged battery was connected to the controller and automatically switched to the other battery. The battery was replaced. It was stated that there was no effect on patient. No additional information available.